Event description:
Changed auditory impression. The user needs to be checked at the clinic. No appointment is scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Additionally 1 channel was found extra-cochlear at explantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the user's auditory impression gradually worsened. The user was re-implanted with a new device.